Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to disconnect tubing from the site, adjust the t:lock, hold the tubing downward, and administer a bolus. The customer changed supplies and resumed insulin delivery.